Event description:
Same case as: MDR ID 2134265-2013-06086. It was reported that during a rotational atherectomy treatment procedure, wire detachment and coronary artery perforation occurred. The target lesion was located in the severely calcified and severely tortuous right coronary artery. A 1.25mm rotalink plus and rotawire were used to treat the target lesion. During ablation the rotawire became detached resulting in coronary artery perforation. Six days after the procedure, the patient died of infarction of the right coronary artery. The physician reported that "this patient is not indicated for pci and CABG. We explained it several times but the patient¿s husband strongly demanded pci".

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).